Manufacturer narrative:
(B)(4). Article citation: marques re, ferreira np, sousa dc, pinto j, barata a, sens p, abegão pinto l. "Glaucoma gel implant learning curve in a teaching tertiary hospital. J glaucoma." 2019 jan;28(1):56-60. Doi: 10.1097/ijg.0000000000001107. Pmid: 30312282. The event of "high intraocular pressure" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Multiple requests for further information have been made. Allergan has received no response from the authors.

Event description:
The following events were reported in the article, "glaucoma gel implant learning curve in a teaching tertiary hospital." J glaucoma. 2019 (1): "2 patients experienced hyphema intraoperatively," "1 patient experienced bleb hemorrhage intraoperatively," "3 patients experienced displaced xen intraoperatively," "1 patient experienced a corneal edema intraoperatively," "2 patients experienced postoperative transitory inflammatory reactions," "1 patient experienced a hyperfiltering bleb postoperatively," "2 patients experienced hypotony with choroidal detachment postoperatively." 15 patients required the following interventions for postoperative high intraocular pressure including 17 needling procedures performed, 2 ultrasonic cyclodestruction procedures performed, 1 tube surgery implant performed". The event of "1 patient experienced posterior capsular rupture intraoperatively" was deemed not device related.